Manufacturer narrative:
D4 & h4: serial number and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that there was no error on sync server 2.0. A technical support specialist (tss) dialed into the es server and confirmed that both stations completed their last full download without errors on sync server 2.0. The tss reviewed sample patient ids: patient was admitted but assigned to a different unit, while in ed was already discharged. No indication of communication issues in hsv, and no errors or anomalies were found in med app or data sync logs on either device. User was contacted to provide additional samples, but reported the issue resolved and granted permission to close the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, station ed and pacu unable to upload new patients. Customer confirmed the station was not on critical override mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.